Event description:
It was reported during an unk procedure one side of the staple was being formed out of the desired plane and was not meeting up with the other side of the staple; it seemed to be bent outward somewhat. There was also an issue with the staples hanging up in the instrument which the surgeon attributed to the malformation. The malformation also made it hard to remove those staples. Another stapler was opened to complete the case. There was no reported pt consequence.